Event description:
It was reported the patient had random episodes of facial pulling and double vision since the implant of their rechargeable implantable neurostimulator (ins). The episodes were random and started 6-7 weeks prior to this report. The first episode occurred when the patient was sitting, the second when they were driving, and the third when they were lying in bed. The first and second event caused the patient¿s right arm and leg to jump, a shocking sensation for a minute, the left side of their face to be droopy for a couple hours and double vision for 5-10 days. When the first two episodes occurred, the patient was programmed to c+, 2-, 3- at 6.9v, 90 usec, and 250 hz. The patient met with their healthcare professional (hcp) and impedances were measured to be normal and an MRI scan showed lead placement was correct. The hcp turned the ins down to 6.5v and the third episode happened. The hcp had turned the ins off and back on five minutes later, but after 15 minutes the nurse noticed the patient¿s right face drooping and pulling down. The patient did not get double vision or the shocking sensation. The hcp had been trying to increase stimulation amplitude to control symptoms and not increase medication. Prior to this event, the patient was at 6.9v with 3, 3, 3, 4 for medications and they were now at 6.0v with 4, 4, 4, 4 for medications. The cause of the event was not determined and the patient was doing well at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7 482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 64001, lot# n352748, implanted: (B)(6) 2014, product type: adapter; product ID 3389s-40, lot# v326882, implanted: (B)(6) 2009, product type: lead; product ID 3389s-40, lot# va0amdr, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).